Event description:
A nurse was assisting a surgeon with a procedure in the minor procedure or room when she noticed flames and smoke coming out of the sharps container that was mounted to the wall. She immediately poured saline into the sharps container, which extinguished the flames. The safety officer was contacted and investigated the event. When the safety officer dismantled the sharps container, it was found that there were several bovie cautery pens inside that did not have caps on them. Staff is taught to break the tip off of the bovie pen after using it, then replace the cap and put the device in the sharps container. This is a battery activated device--it is not possible to remove the batteries from this device. The nurse reported that she had put the cap on the bovie pen from the cases she had performed with surgeons that day. However, it also was noted that the cap can be placed back on, but not fully clicked into place--thus, the staff may think they've capped the device, but when it is dropped in the sharps container, the cap comes off. In this case, the two broken tips of the bovie pen were exposed (the cap was off) and the bovie tips were in direct contact with a small piece of gauze. No staff or patient was harmed in this event. However, it is possible that the flames could have ignited when no one was in the room. Staff feel that the device could be improved if the battery could be removed, which also would provide a more eco-friendly way of disposing of the device since batteries can be processed separately from medical waste.====================== health professional's impression======================the cap was not fully secured to the bovie tip when the bovie pen was placed in the sharps container. When it fell to the bottom of the sharps container, the broken tips of the bovie pen came into contact with a piece of gauze, which caught fire and ignited the sharps container.====================== manufacturer response for high temp cautery pen with elongated tip, bovie======================a message was left for the quality department. We are awaiting their return call. A copy of this report will be faxed to the manufacturer.